Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call blank display anomaly and moisture damage on the insulin pump. Customer¿s blood glucose level was 200 mg/dl. Troubleshooting for blank display and moisture damage was performed. Customer advised the insulin pump stopped working after being exposed to moisture at the water park. Customer advised the display screen was cracked, the battery cap was replaced, and a new battery did not resolve the issue. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with blank display due to moisture damaged electronic assembly. Unable to perform operating current test, unexpected restart error test, self test and displacement test due to blank display. The insulin pump had cracked lcd window, cracked case at display window corner.